Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 145 to 149 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. The customer was told at the hospital that the pump was over delivering as it was resuming on its own after the customer suspended delivery. The customer also reported an unresponsive button on the pump. Troubleshooting was not completed as the customer declined. The customer had a low in the 20 to 50 mg/dl range on (B)(6) 2018. The insulin pump will be returned for analysis.